Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was on low battery and wouldn't power back on. Troubleshooting was performed but the issue was not resolved. The customer called back after installing a new battery and monitoring the pump for 2 hours, and the frozen display recurred. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored, no blank display and frozen screen noted. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery alert/battery failed alarm was found on: 11/08/2024 15:31:10.000, 11/08/2024 15:31:58.000 11/08/2024 15:32:18.000, 11/08/2024 15:33:15.000 11/12/2024 00:29:32.000, 11/12/2024 00:30:00.000 11/12/2024 03:37:46.000, 11/12/2024 03:38:20.000 11/12/2024 03:38:54.000, 11/12/2024 03:39:04.000 11/12/2024 03:49:00.000 insert battery alarm was found on: 11/08/2024 15:30:57.000, 11/08/2024 15:31:19.000 11/08/2024 15:32:09.000, 11/08/2024 15:32:48.000 11/08/2024 15:34:14.000 11/12/2024 00:29:22.000, 11/12/2024 00:29:40.000 11/12/2024 03:38:22.000 11/12/2024 04:07:20.000, 11/12/2024 04:07:51.000 11/12/2024 04:17:00.000, 11/12/2024 04:18:29.000 11/12/2024 04:19:17.000, 11/12/2024 04:19:23.000 low battery alert was found on: 11/08/2024 11:22:00.000 11/11/2024 16:34:00.000 replace battery alert was found on: 11/12/2024 02:05:00.000 11/12/2024 02:15:00.000 replace battery now alarm was found on: 11/12/2024 02:36:00.000 11/12/2024 02:46:00.000 pump error 23 alarm was found on: 11/12/2024 04:18:04.000 11/12/2024 04:19:04.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 10-nov-2024 at 2:28:59 pm. There was no power data available for the date of 08-nov-2024. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm and pump error 23 alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. In further checking of the pump history records: battery cycle 8.0 received the lowbatteryalert (104) on 11/11/2024 16:34:00 faster than expected at 3.04 days. Battery cycle 3.0 received the lowbatteryalert (104) on 11/08/2024 11:22:00 after more than 7 days at 17.61 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/21/2024 18:05:00 after more than 7 days at 14.88 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 12-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: 11/06/2024 02:35:00.000 11/08/2024 15:28:00.000 sensorexpiredalert (794) was found on: 11/06/2024 02:04:18.000 11/06/2024 02:14:00.000 lostsensor2alert (781) was found on: 11/06/2024 02:51:00.000 11/08/2024 15:46:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A high sleep current measurement was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Customer alleged for blank display and frozen screen were not confirmed. Customer alleged for charge/battery lasts less than expected, unexpected battery power loss and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.